Event description:
(B)(4).

Manufacturer narrative:
The account stated the scale is reading an incorrect weight with the patient in the bed. No further information is available on the repair of the bed at this time.